Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0m08u, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0m08u, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient was deceased and would not be proceeding with stage two of implant. The cause of death was massive intracerebral hematoma following deep brain stimulation surgery. The healthcare professional stated the death was not related to the implanted leads and the patient had a predisposition for intracerebral bleeds. There were no alleged product issues.